Manufacturer narrative:
The product has rt will be updated upon completion of analysis. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that the right atrial (ra) lead and implantable cardioverter defibrillator (ICD) exhibited undersensing and high out of range pacing impedance measurements of greater than 2000 ohms. The right ventricular (rv) also exhibited high out of range pacing impedance measurements of greater than 2000 ohms and high threshold measurements. The ICD, ra and rv leads were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.